Event description:
Additional information was received which confirmed that no interventions were planned or performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements, oversensing, pacing inhibition, and decreased impedance measurements which were not out of range. It was believed that the lv lead dislodged and was oversensing right ventricular (rv) signals. No adverse patient effects were reported. The lead remains in service.